Event description:
The customer called for help with her contour meter. While troubleshooting, she performed control tests and rec'd a result of 222 mg/dl. The normal control range was 103-142 mg/dl. No adverse events were alleged. The test strips are to be returned for eval. Replacement test strips were sent to the customer.